Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information. Additional information indicated that the device is now cleared for implant. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that device needs data analysis. The device was never in service. There was no patient involvement. Additional information received indicated this device is now cleared for implant. This device behaved in a manner consistent with exposure to low temperatures during storage. The voltage is correlated with temperature and fell when exposed to near freezing temperatures and increased with warmer temperatures. No patient involvement reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that device needs data analysis. The device was never in service. There was no patient involvement.